Event description:
A customer contacted beckman coulter inc., (bec) and reported that their coulter ac-t 5diff al analyzer gave low hemoglobin (hgb) results on two (2) patient samples compared to rerun results. Per customer, they ran the patient samples a few times until two of them match. The customer indicated that they issued (correct) results when two of them matched. The customer submitted data from 4 different patients. However, only patients 1 and 2 show the reported event; results from the patients 3 and 4 correlate. Review of the data shows: patient 1 had lower hgb results on initial and rerun3 without instrument generated flags compared to rerun1 and rerun2 which were considered correct. Patient 2 had lower hgb results on the initial run without instrument generated flags compared to rerun1 and rerun2 which were considered correct. No death or injury is attributed to this event.

Manufacturer narrative:
Qc run before the event was within range and the instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched to the customer site. The fse performed reproducibility where the hgb was within specifications and found no instrument problem. As a preventative measure, the fse lubricated the guide rails and ensured proper bath alignment and adjusted the hgb blank gains. Cause of this event is unknown; the fse found no instrument problem.